Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient is reporting feeling vibrations under my bed, there is a slab of concrete there, and they live on the ground floor. Patient says her healthcare provider at the nursing home she is at told her its because of her device. The patient was asked if she feels the vibration in her body or if it is purely physical, as in the concrete structure under her floor. The patient says she doesn't know if she feels stimulation or if its just vibration, but says she doesn't feel this vibration when she goes to sleep but it wakes her up at 810am, 910am, or 1010am and says it started happening 3 years ago when she moved to this apartment and confirmed this was in 2015. Patient reports no falls or trauma. It was reviewed that it could be to certain body positions she is in if it is related to the device and not the concrete slab on the floor. No further complications were reported or anticipated with this event. Additional information was received from a healthcare provider indicating that the patient has jolting/shocking sensation in her feet and it goes up her body. Caller described it as a vibration. Patient did meet with a nurse earlier in (B)(6) and the nurse indicating that they checked the system and nothing unusual was found. Patient is going to meet with the nurse again to learn how to use the patient programmer.